Manufacturer narrative:
A ge service representative performed an on site investigation. The foot extensions were cleaned, lubricated, and the screws tightened. The system was then found to be working as intended.

Event description:
The customer reported, the unlocking device on the right side of the foot extension did not work. No reports of patient or staff injury.